Event description:
Consumer called stating they bought commode in (B)(6) of 2011. States the seat of commode cracked, starting at right side of right hinge and continuing all the way down the seat. No report of injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 9630-4, serial number/date code of unknown is approximately of an unknown age. The owner's manual part number 1148075, rev.b(jul-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter of the event. Two different lot numbers (m10919 and m833165) were initially reported; however, was not able to be confirmed. Reportedly the device is being replaced. The malfunction is not confirmed.